Event description:
It was reported that a catheter issue occurred. The target lesion was located in a calcified and tortuous left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. No image was shown and the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the shaft was kinked and not detached.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) university.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a calcified and tortuous left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. No image was shown and the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. No damage was found within the telescope and sheath section of the device. The impedance test showed an electrical open at the proximal end of the catheter, between 150-160 cm from the distal housing. Based on the evidence, the sheath kink issue as reported could not be confirmed, while the image lost issue was confirmed. The electrical open at the proximal end issue may have contributed to the image loss event.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a calcified and tortuous left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. No image was shown and the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the shaft was kinked and not detached.